Event description:
It was reported that pump touchscreen was often unresponsive. No information was provided regarding impact to the customer¿s blood glucose level. Patient declined follow up, and no further details or corrective actions were obtained.